Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose of 40mg/dl and the sensor did not alarm that it was low. Troubleshooting found that the customer may have an issue with scar tissue. Customer declined low blood glucose troubleshooting as they knew the reason was due to an exercise class. Customer was advised to monitor the pump, follow up with their doctor and to call back if any further issues. No further details provided.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).